Manufacturer narrative:
H6: medical device problem code 2017/use of non-abbott barewire with nav6 filter added. Visual analysis was performed on the returned product. The reported difficulties were unable to be tested as the resistance and filter detachment were likely due to not using the provided barewire filter delivery wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (eifu) warns: ¿only use the barewire filter delivery wires. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element.¿ the IFU deviation likely caused the inability to retrieve the filter and need for additional intervention to retrieve the detached filter. Based on the information provided, the investigation determined that the reported difficulties were user related. The inability to retrieve the filter resulting in resistance, filter detachment and unexpected medical intervention to retrieve the filter appear to be due to attempting to use a non-barewire guide wire. The emboshield nav6 embolic protection system instructions for use (IFU) warns: ¿only use the barewire filter delivery wire. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element.¿ there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During retrieval of the filter, it was noted that the filter detached from the wire. Resistance was met with an unspecified source during removal. A snare device was used to successfully retrieve the filter without issue. There was no adverse patient sequela and no clinically significant delay. No additional information was provided. Subsequent to filing the initial report, the device analysis noted a non-abbott guide wire was returned frozen in the guide wire lumen of the retrieval catheter.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During retrieval of the filter, it was noted that the filter detached from the wire. Resistance was met with an unspecified source during removal. A snare device was used to successfully retrieve the filter without issue. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.